Event description:
It was reported that the patient presented to the emergency department with ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead failed to convert the patient¿s rhythm and external defibrillation was used. Device interrogation revealed that the rv lead had failed to capture. On (B)(6) 2026, the physician capped and replaced the rv lead. During this procedure, fluoroscopy was performed noting insulation breaks on the right atrial (ra) lead. No anomalies were noted on the rv lead via fluoroscopy. Additionally, ra lead noise was noted during manipulation. The physician elected to cap and replace the ra lead during the same procedure. The patient condition was stable before, during, and after the procedure.